Event description:
The reporter indicated the surgeon inserted a cq2015a collamer aspheric three piece lens. The lens was inserted and aborted due to the lens being torn. There was no report of any injury, suture or widening. Additional info has been requested but none has been forthcoming. If additional info is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4). Lens work order search. Results: a lens work order search was performed and one similar complaint was found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4).